Manufacturer narrative:
The device was not returned as it was implanted in the patient. Without return of the device no definitive conclusions can be drawn regarding the clinical observation. Based on the reported information there does appear to be a defect of the device. Neurological deficits are a known inherent risk of the endovascular procedure and is documented in the pipeline flex instruction for use. The pipeline flex IFU indicates the following: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. "Placement of multiple pipeline¿ flex embolization devices may increase the risk of ischemic complications." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure, the device shifted and did not cover part of the aneurysm. It was reported that the microcatheter did not support or hold the device and resistance was noted, as the patient had severe vessel tortuosity. It was decided to implant a second device to cover the aneurysm neck. The second device attempted also met resistance at the distal segment of the microcatheter. A third device was attempted however also met resistance. Telescoping was achieved with a non-medtronic flow diverter and non-medtronic microcatheter. Post treatment, the patient was noted to have facial and upper limb paralysis. It was not known whether further intervention was required or provided for this patient. The devices were used to treat the patient's cerebral aneurysm located at the ophthalmic segment of the left internal carotid artery. The aneurysm had max diameter of 8mm and neck width of 6mm. The parent distal and proximal landing zones measured 4.2mm and 4.0mm receptively. The devices were reported to have been prepared per the instruction for use (IFU).

Manufacturer narrative:
The pipeline flex stuck within the marksman catheter was returned for evaluation within its outer carton and inside of a shipping box. For further examination, the pipeline flex was then pushed out from the marksman with force. A minimal amount of blood was found inside of the catheter lumen. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5845mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. The kinks and bends were found on the pushwire at 23.5 cm to 36.5 cm from the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. When compared to the drawings the total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined and no damages were found. The catheter body appeared to be flattened accordioned at 20.0 cm to 30.5cm from the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the accordioned locations. No other anomalies were observed. From the damages seen on the catheter body (accordioning), proximal wire (kinking/bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to navigate the pipeline flex through the marksman catheter against high resistance. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the resistance and movement during delivery. If information is provided in the future, a supplemental report will be issued.